Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a pump error. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with the troubleshooting. The customer was able to clear the alarm but unable to rewind the insulin pump. The insulin pump will not be returned to the analysis.

Manufacturer narrative:
Device alarmed drive count or time values or changes incorrect for moving or coasting error during rewind due to corroded motor home switch. Unable to perform seating, basic occlusion test, occlusion test, force sensor test or displacement test due to motor anomaly. Device received with corroded electronic assemblies.